Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the lockscrew spun freely "at the halfway of screwing. Both lockscrews on cranial and caudal side did this. The surgeon left the lockscrews as is and closed surgical area."